Event description:
It was reported that the patient presented to the e.r. After receiving multiple inappropriate hv therapies for supraventricular tachycardia. Device was reprogrammed. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.